Event description:
Oracle ro (B)(4) it was reported that it takes 15 minutes to heat up. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Loose parts were rattling inside. Wear and tear damaged noted on the enclosure and tank cover. A functional test was performed; the device heated up in 5 minutes contrary to the customer complaint. The device functioned as intended. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.